Event description:
Austin bunionectomy right foot and tailomo bunion right foot. A cannulated screw 2.5mm size 16 was being used in the austin bunionectomy right foot and the head of the screw came off leaving the screw part in. The screw was in place. Md x-rayed and podiatrist decided that positioning of screw was where they wanted it.